Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2006. 7122q lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) lead noise discrimination withheld therapy for three heartbeats even though it was real tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated an issue with the detection of rv lead noise/discrimination. If information is provided in the future, a supplemental report will be issued.